Event description:
It was reported that during a varix procedure, the clips would not advance. No clip visible at the tip of the applier. The device was not decontaminated. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Date sent: 7/26/2007. Evaluation summary: the analysis results for the mcm20 instrument confirmed that it was returned non-functional. The instrument was cycled and would not fed the clips and the anti-backup was noted to be non-functional. Upon disassembly of the instrument, the feedbar was found to be bent and disengaged from the feedbar driver, therefore, causing the feeding issue. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.